Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed accuracy" was unable to be reproduced due to a reload set error. Flow rate testing could not be completed. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition could not be verified as testing could not be completed. To ensure proper function the pressure plate travel will be adjusted and the m2/m3 springs replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed accuracy during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.